Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis, ketones, and high blood glucose. It was stated that the customer had called the paramedics and her blood glucose was 400mg/dl after she gave herself a manual injection. It was stated that the customer was nauseous, vomiting, and pale. Troubleshooting was performed. The time and date on the insulin pump were correct. Reviewed the bolus wizard settings, but the customer did not know what the settings should be. Checked the alarm history and found a no delivery alarm. Ran a fixed prime test and the insulin did exit. It was stated that the customer did not have a tubing clamp available. Advised the customer to remove the cannula, and it was bent and occluded. Reminded the customer to change the infusion set every two to three days. It was stated that the customer had problems with intermittent buttons response for the past month, but they were working at the time of call. No further info was provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump passed all functional tests, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Missing end cap sticker noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.